Event description:
Pt's wife called reporting "err 10" alarm on zevex infinity pump. Unable to clear screen by pressing any button. New pump sent to replace defective one. Diagnosis or reason for use: dysphagia.